Event description:
During a skin graft harvest, the dermatome reportedly incised deeper into patient's left thigh. A full thickness laceration was subsequently noted on patient's left thigh, which required sutures.